Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and UDI#, g4 for PMA/510(k)#, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Information for section a1, a2, a4 and lot were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Per the complaint, part number and lot information are unknown. If additional information becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, the components could not be separated as the driver o-ring was absent and tool became logged in implant.